Event description:
Procedure: lung biopsy. Reportedly, the instrument locked on the lung tissue and would not release from the lung. The surgeon took a larger wedge section with cartridge attached. No further pt injury reported.